Manufacturer narrative:
(B)(4). Concomitant medical products: event date - (B)(6) 2017. 185026 - bearing - 437850. 141481 - tibial tray - 305890. 184762 - patella - 377690. 141610 - stem - 172080. 141612 - stem - 206110. 141491 - tibial tray adaptor - 019240. 141741 - tibial block - 117450. 141741 - tibial block - 705130. 184122 - femoral augment - 102230. 184102 - femoral augment - 262840. The product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04068. 0001825034-2020-04069. 0001825034-2020-04070. 0001825034-2020-04071. 0001825034-2020-04072. 0001825034-2020-04073. 0001825034-2020-04074. 0001825034-2020-04075. 0001825034-2020-04076. 0001825034-2020-04077.

Event description:
It was reported that patient underwent total knee arthroplasty. Approximately 10 months post implantation, the patient underwent a revision procedure where all devices were removed and patient was without hardware for approximately one year to clear infection. The patient was reimplanted approximately 3 years ago. Patient states she has had a (B)(6) infection for the past 3 years. She noted that she has to be revised again and is possibly looking at an amputation. She also relayed that the extra long stems implanted are rocking in her bones and causing damage to her bones. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient underwent a knee revision. All components were removed and her knee was fused. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. D6: explant date - december 2020. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the infection was determined to not be device related. However, a definitive root cause cannot be determined for the loosening. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.